Event description:
It was reported by the patient that his back is getting hot while using the unit. The patient was advised to call his doctor. He stopped wearing it and he would feel better. Then he would put it back on. He wasn't sure if it was from the unit or the titanium in his body. Wears the unit on his back. (B)(6), research and development associate director responded regarding the patient's question about the heat being caused by the titanium in his body: "while we cant say that heating cannot happen, it seems unlikely based on the low energy level used an and is certainly uncommon." No additional information was received from the patient. The patient continued to use the device and no further consequences had been reported. The spinalpak assembly was not returned for further evaluation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trend.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: (B)(6) 2021. Medical product: unknown. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the patient that that his back is getting hot while using the unit. Advised the patient to call his doctor. Cyrus wong. He stopped wearing it and he would feel better. Then he would put it it back on. He wasn't sure if it was from the unit or the titanium in his body. Wears the unit on his back. I advised again that he would have to speak to his doctor and I would ask our engineers also emailed henry stanislaw about the titanium.